Event description:
Contacted with regard to a sample identification (sid) issue observed by the operator of a cell-dyn 1700 cs analyzer. The account states that the demographic information for a pt that was ran previously remained on-screen after a second pt had been run. The operator noticed the mismatch and no pt results were reported in error. There was no impact to pt management reported.